Event description:
It was reported, a patient had an interventional procedure. A pre-deployment angiogram was performed and an angio-seal was selected for closure. Approximately thirty hours after angio-seal deployment, the patient was complaining of leg pain. There were no pulses felt in the leg and obstruction of blood flow was confirmed. The patient was then taken to surgery. The angio-seal was explanted and a graft was used to repair the femoral artery. The patient was stable after the surgical procedure. The patient recovered without further complications and was later discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.